Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported to philips that there was therapy power supply error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This follow up emdr is submitted to address the investigation update after device was returned.

Manufacturer narrative:
Fa result: this pca was returned " therapy power supply error ". This was not verified in lab testing. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board.